Event description:
The customer first reported that their phosphorus quality controls were recovering out of range high. The customer stated that they replaced the reagent and recalibrated. The customer was asked to perform "wash reaction parts" maintenance on the analyzer, then try recalibrating. The customer performed the "wash reaction parts" maintenance, but did not recalibrate as suggested. The customer stated that quality controls were still outside of range. The customer then pulled samples from the past couple of days and found that there were questionable results for eight patient samples tested for phosphorus. Of the eight samples, five were found to have erroneous results. All initial results from these patient samples were considered to be erroneous and reported outside of the laboratory. The samples were repeated on a different c501 analyzer, serial number (B)(4). The repeat results were believed to be correct and corrected reports were issued for the repeat values. Sample one initially resulted as 1.7 mg/dl and repeated on c501 analyzer, serial number (B)(4) as 2.8 mg/dl. Sample two initially resulted as 1.6 mg/dl and repeated on c501 analyzer, serial number (B)(4) as 3.0 mg/dl. Sample three initially resulted as 2.4 mg/dl and repeated on c501 analyzer, serial number (B)(4) as 3.2 mg/dl. Sample four initially resulted as 1.8 mg/dl and repeated on c501 analyzer, serial number (B)(4) as 2.8 mg/dl. Sample five initially resulted as 2.5 mg/dl and repeated on c501 analyzer, serial number (B)(4) as 3.4 mg/dl. The patients were not adversely affected by the event. The phosphorus reagent lot number was 66898101 with an expiration date of 12/31/2013. The field service representative determined that there was a fluidics failure as valve sv-22 was partially clogged. He cleaned out sv-22. He successfully ran quality controls and performed a precision study. He ran a comparison run of the affected patient samples with the customer's other instrument and results were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.